Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on apr 27, 2021. The manufacturer received x-rays and other source documents (surgical reports) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent a revision surgery due to pain and loosening.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: on (B)(6) 2018 a cemented weber stem was implanted in the left hip and revised due to pain and loosening of the stem on (B)(6) 2021. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: in the pelvis overview taken on (B)(6) 2021, a radiolucent line is visible along the entire bone ¿ cement interface. The collar of the stem is located below the resection level and the stem has a slight varus position. A radiolucent area around the distal tip of the stem is recognizable and the inner cortex lateral to the tip appears eroded. Medial to the tip, the outline of a medullary plug can be seen, with thdiagnosis: aseptic stem loosening of the left hip tep secondary subsidence with a functionally relevant leg length discrepancy status after stem replacement on (B)(6) 2018 (external) status after left hip tep on (B)(6) 2017 indication: aseptic stem loosening with subsidence, resulting in pain and functional limitation. Intervention: head and stem revision on the left (femoral reconstruction with autograft, head 36s, link mp 126°xxl65/14/180) technical procedure: exposure and opening of the capsule. Long trochanteric osteotomy. Dislocation of the prosthesis and removal of the head. Loose stem, which can be removed with almost the entire cement mantle. Complete removal of the cement distally. Extensive rinsing and handover of tissue samples for bacteriological/histological examination. Implantation of a new stem and head. Product evaluation: visual examination: the proximal half of the weber stem is covered by bone cement. The latter has an irregular thickness and shows missing areas especially on the anterior and lateral sides. On the posterior side, there seems to be a deep, longitudinal cut that extends from the proximal edge almost to the distal edge, possibly deriving from the extended trochanteric osteotomy. The surface of the cement is smooth and exhibits a slight folded appearance with no cast signs of a spongy bone structure. Polished areas can be observed distal lateral and proximal medial. Further, polished areas are visible in the anteromedial area of the collar, the lateral and anterior stem surfaces, as well as at the distal tip of the stem. Instrument marks are visible directly below the bone cement and on the stem¿s neck and taper. The bevel of the head shows some indentations possibly deriving from the removal of the head during revision surgery. Whitish appearing spots can be seen in the area of the lot labelling as well as on the articulation surface below equator. These spots possibly derived due to the use of an electrocautery tool during revision surgery. Fine scratches can be seen on the articulation surface, which otherwise appears inconspicuous. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the listed product combination, consisting of the weber stem and the cocr head, has been confirmed to be approved for use and is a legally-marketed combination. Therefore, this combination would not be expected to contribute to the reported issue. However, since the acetabular components are not known, the compatibility of all components involved in the left htep could not be verified. - DHR review: no deviations and/or anomalies were discovered during review of the device manufacturing records of the weber stem and the cocr head that may have affected the surgical outcome or contributed to the reported event; therefore, it is not expected that the manufacturing process contributed to the reported issue. Conclusion: the patient underwent a left hip arthroplasty procedure on (B)(6) 2017. The stem was replaced by a cemented weber stem for unknown reasons on (B)(6) 2018. Subsequently, the stem had to be revised due to pain and loosening on (B)(6) 2021. The following instructions on the placement of the medullary plug and the application of the bone cement are described in the surgical technique of the weber stem. On the prosthesis to be implanted a measurement is made for the position of the medullary plug using a setting instrument for measuring cones with scale. This should be set 0.5¿1 cm distal to the posthesis tip. Subsequently, ¿the cement is pressed in retrogressively (from distal to proximal) or alternatively the cement is introduced antegradually using a silicone sealing disc for compression and a drain. The stem without taper protection cap is implanted with the setting instrument and its plastic insert. The prosthesis is pushed in until the prosthesis collar is only a few millimeters (approx. 5-10 mm) from the resection level. The test head is mounted and the stem is pushed in with the repositioning tool until the prosthesis collar rests on the resection level. The prosthesis collar rests on the cement coat. The radiolucent lines along the bone ¿ cement interface visible on the radiographs taken on (B)(6) 2021 suggest loosening of the hip stem. In addition, the radiographs show that the collar of the stem is positioned below the resection level and the tip of the stem is halfway up the medullary plug. These phenomena suggest subsidence of the stem during the time in vivo. This is confirmed by the revision report, which notes in the indication section aseptic stem loosening with subsidence, resulting in pain and functional limitation. However, since no complete x-ray follow-up was provided showing the situation immediately after implantation and throughout the time in vivo, the exact position of the stem after implantation and subsequent changes remain unknown. The weber stem exhibits signs of loosening in the form of polished areas on the stem and on the cement surface. In addition, the cement was found to have a smooth surface structure with a folded appearance and no cast signs of a spongy bone structure. This could indicate that the cement was applied relatively at the end of the working phase, which could have resulted in suboptimal fixation in the bone. It is possible that this triggered and/or contributed to the loosening and subsidence of the stem. If and to what extent other patient- and/or procedure-related factors contributed to this remains unknown. E tip of the stem positioned about halfway up the medullary plug. In the axial view taken on (B)(6) 2021 a radiolucent line can be seen along the entire bone ¿ cement interface as well as a radiolucent area around the distal tip of the stem. The x-rays taken on (B)(6) 2021 show the situation after revision. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: cocr kopf 36l; catalog#: unknown; lot#: unknown. Hals l; catalog#: unknown; lot#: unknown. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays for review. Other documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to pain and loosening.